Event description:
This is a spontaneous case report received from a medical doctor in united states on 10-jun-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted, lot number c35244 (expiration date 31-mar-2017) on (B)(6) 2016, for permanent sterilization. During placement, the outer sheath of the catheter did not roll back completely and a piece broke off in the patient after releasing micro-insert into tube. The piece of catheter was retracted and removed. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure a piece of the catheter broke off after releasing micro-insert into tube. This event, interpreted as device breakage, is unlisted in the reference safety information for essure. In the present case, during essure insertion procedure, the outer sheath of the catheter did not roll back completely and a piece broke off in the patient after releasing micro-insert into tube. Since the device breakage occurred during placement, a causal relationship with essure procedure cannot be excluded. This case was regarded as other reportable incident, as although the device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and further information are expected.

Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 05-jul-2016: ptc global number 2016-027935. As of jun 30, 2016, the rou has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. Rollback difficulty is defined as an event in which either the user is unable to perform initial rollback of the thumbwheel due to very high resistance, or able to perform initial rollback of the thumbwheel, but the activity is difficult due to higher than expected level of resistance. Several factors can contribute to a rollback difficulty event. The most likely root causes are a defective thumbwheel or defective catheter rack which prevents the rollback mechanism, inadvertent closure of a hysteroscope valve during the placement procedure which binds up the catheter components and prevents rollback movement, excessive solder material which could prevent components from sliding past each other, a damaged micro-insert which could bind the micro-insert to the outer catheter and prevent catheter movement, or tubal spasms which bind catheter components and temporarily restrict the movement of catheter components. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. We conducted a review of the manufacturing batch record c35244 (production date 07-mar-2014 and expiration date 31-mar-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of the catheter breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following med dra llt: device breakage and device malfunction. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure a piece of the catheter broke off after releasing micro-insert into tube. This event, interpreted as device breakage, is unlisted in the reference safety information for essure. However, according to product technical complaint analysis, the possibility of the catheter breaking is an anticipated event. In the present case, during essure insertion procedure, the outer sheath of the catheter did not roll back completely and a piece broke off in the patient after releasing micro-insert into tube. Although a handling error may have occurred, since the device breakage occurred during placement in the context of rollback difficulty, a causal relationship with essure procedure cannot be excluded. This case was regarded as other reportable incident, as although the device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Manufacturer narrative:
Device breakage questionnaire received from physician on 23-aug-2016: before essure insertion an iud was removed intact. The doctor reported that the broken part was the green release catheter, after rollback did not release completely. Physician described that did a rollback to complete stop and then observed this, the entire sheath was seen, but did not appear to be retracted fully. At that point, the physician had to make a decision to try to rollback again to hard stop and tried and tried again and there was no more roll left. The catheter appeared to be sitting still inside the ostia. The sales representative then instructed the doctor to press the second button for the second portion, click, and then repeat the roll which was performed and was then able to remove the catheter. Part of the green outer sheath was noted left inside and was retrieved entirely. The essure device coiled just inside the opening and there were no dangling coils but the device could be seen just at the distal end of the ostia. The instructions for use were followed. Essure was removed as previously described but it was not medically necessary. The broken pieces were retrieved. No injury occurred in the patient. The doctor also stated that the breakage could not have led to serious injury. The patient recovered from the event and device was not available. Right insertion was done without difficulty and it was left 3 trailing coils. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure a piece of the catheter broke off after releasing micro-insert into tube. The broken pieces were retrieved. The patient recovered from the event. This event, interpreted as device breakage, is unlisted in the reference safety information for essure. However, according to product technical complaint analysis, the possibility of the catheter breaking is an anticipated event. In the present case, during essure insertion procedure, the outer sheath of the catheter did not roll back completely and a piece broke off in the patient after releasing micro-insert into tube. Although a handling error may have occurred, since the device breakage occurred during placement in the context of rollback difficulty, a causal relationship with essure procedure cannot be excluded. This case was regarded as other reportable incident, as although the device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("piece broke off in the patient after releasing micro-insert into tube, the broken part was the green release catheter") in a 40 year-old female patient who had essure inserted (lot no. C35244) for female sterilisation. Product or product use issues identified: complication of device insertion ("complication of device insertion" on (B)(6) 2016) and device deployment issue ("the outer sheath of the catheter did not roll back completely, after rollback" on (B)(6) 2016). The patient had a medical history of underweight. Previously administered products included: iud nos. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced device breakage (seriousness criterion medically important). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the event had resolved. No causality assessment was received for essure with regard to device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 14.198 kg/sqm. Batch no.c35244, production date: 2014-03-07,expiration date: 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-jul-2024: quality safety evaluation of ptc. 04-jul-2024: adverse event ticked in analysis tab. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("piece broke off in the patient after releasing micro-insert into tube, the broken part was the green release catheter") in a 40 year-old female patient who had essure inserted (lot no. C35244) for female sterilisation. Product or product use issues identified: complication of device insertion ("complication of device insertion" on (B)(6) 2016) and device deployment issue ("the outer sheath of the catheter did not roll back completely, after rollback" on (B)(6) 2016). The patient had a medical history of underweight. Previously administered products included: iud nos. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced device breakage (seriousness criterion medically important). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the event had resolved. No causality assessment was received for essure with regard to device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 14.198 kg/sqm. Quality-safety evaluation of ptc: for essure: we conducted a review of the manufacturing batch record c35244 (production date 07-mar-2014 and expiration date 31-mar-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of the catheter breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following med dra llt: device breakage and device malfunction. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. The most recent follow-up information incorporated above includes data received on: 28-jun-2024: patients weight & body mass index corrected. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.